Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had cosmetic damage and blank display and it got wet. Customer's blood glucose level was 154 mg/dl. Customer reports that battery compartment had a crack. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage on electronics assembly. Device received with cracked battery tube thread, cracked case battery tube and cracked case corner of belt clips rails noted.